Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No com plaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasion was found at 54.2cm to 55.4cm from the connector pin. External insulation abrasion was found at 23.4cm to 23.5cm from the connector pin, under the suture sleeve. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.